Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2022 the provider first noticed wounds on the patient's abdomen that were potentially caused by their primary system controller (sc) (B)(6). Clinicians followed these wounds on the patient's abdomen for 2 years, with dermatology/biopsy and non-conclusive results and wondered if these wounds might be electrical burns. The patient reported that they have these same marks anywhere on their skin that their sc touches. They sleep with the sc uncovered and it touches their right arm, upper thigh, or against their abdomen. They said they felt this shock every day. The providers have been unable to confirm if the wounds on the patient's skin were electrical burns from the sc. Based on log file review, the equipment appeared to be operating as intended electronically and mechanically. Related MFR number: 2916596-2024-01752 (MFR with controller (B)(6) evaluation).

Manufacturer narrative:
B2: outcomes attributed to adverse: corrected. D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of the patient had wounds on their abdomen that were potentially caused by the system controller, serial number (B)(6) was unable to be determined. The wounds on the patient¿s abdomen were confirmed based on the provided photos; however, a correlation between the wounds and the system controller was not able to be determined. The system controller was received and evaluated under MFR. Report # 2916596-2024-01752. The controller was connected to a mock loop, test mpu, wrapped in a small blanket, and allowed to run overnight. A thermocouple was connected to the front and back of the controller. External temperature did not exceed 34.5 degrees celsius. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the system controller (serial number: (B)(6)) was manufactured in accordance with mfg and qa specifications. Customer order was shipped on 24feb2021. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.